Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The wife reported via phone call that the battery did not last on the insulin pump. The wife reported the battery did not last for more than one week on the insulin pump. The alarm history showed two button error alarms. Customer stated they did not perform excessive button pressing or frequent backlight use. The customer was advised a replacement battery cap will be sent. Customer's blood glucose was over 73 mg/dl. The insulin pump will not be returned for analysis.